Manufacturer narrative:
Additional information: a1, a2-a5 (ni to n/a), b5, b6, b7, d4: expiration date, d9, d10 (update to n/a, n/a), h3, h4, f10/h6: health effect - impact codes (replace with f27), h6, h10. B5: the event was observed during product preparation. There was no patient involvement. H10: the actual device and a photograph of the sample was provided for evaluation. Visual inspection was performed on both samples and there was no abnormalities that could have contributed to the reported condition. A functional test was performed on the actual device, where the spike was inserted into a saline bag, and flow of liquid was confirmed throughout the set with no issues. An underwater leak test was performed with no leaks or blockages identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked. The event occurred during an unknown process step (reported as ¿while in use¿ and ¿during setup/preparation.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.